Manufacturer narrative:
Complaint conclusion: during a percutaneous endovascular procedure, the long palmaz genesis biliary stent mounted on an opta pro balloon catheter dislodged while the physician was advancing the device towards the target lesion. The physician was able to re-enter/recover and place the stent successfully. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Please note that the event date is unknown.the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during a percutaneous endovascular procedure, the long palmaz genesis 39 x 90 biliary stent mounted on an 80 cm. Opta pro balloon catheter dislodged while the physician was advancing the device towards the target lesion. The physician was able to re-enter/recover and place the stent successfully. There was no reported patient injury. Additional information has been requested.